Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error hardware low level failure alarm (variableinfo=3) and pump error 4 confirmed in the pump history due to broken trace on u1 keypad assembly. No pump error 3 alarm noted. (B)(4).

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure. Customer's blood glucose value was 265 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer states the insulin pump was not dropped or bumped. The insulin pump passed self test and displacement test. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.